Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 500 mg/dl. Customer other blood glucose value was 448 mg/dl and 528 mg/dl. Customer also reported no delivering alarm. Customer changed infusion set and reservoir three times but it did not work. The customer was manual injection. The device will be returned for analysis.